Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer stated that the subject device was reprocessed before being returned to olympus, and they did not know what the internal canal residue was. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed because the subject device was not reprocessed properly due to leak at the right/ left and up/down angulation control knobs, scope connector cover, and bending section cover. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use: detection method in "evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection". Preventive measures in "evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign materials exiting from the nozzle. There were no reports of patient involvement.